Event description:
The case is a custom baseplate for a patient with a failed prior shoulder and the physician wanted to single-stage the procedure knowing there is a risk due to metal artifacting. The case went to surgery and the surgeon did not like the way the guides were fitting and the bone intraoperatively looked different than the bone model. Instead of proceeding, the surgeon opted to put a cement spacer in the patient as a backup to stage the procedure. The surgeon immediately ordered a new CT after the case and proceeded with a new implant design for a subsequent surgery.